Event description:
It was reported that this pacemaker system had a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance measuring greater than 3000 ohms. When the device was reset to bipolar configuration in clinic, there was pacing inhibition. During revision procedure, the physician performed a tug test on the lead and the lead came out of the header. The pacemaker was explanted, and the lead was capped during this procedure. A new pacemaker and a temporary rv lead were successfully placed because this patient was dependent on pacing. No additional adverse patient effects were reported.